Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "the implant was intact though was sticky and tacky having evidence of some degree of silicone leakage" and capsular contracture baker grade IV. Device has been explanted and disposed. This relates to the left side.